Event description:
Patient had diffuse disease in rsfa, including about a 15cm stented area halfway down, from one year prior. The large vessel (p4015) device was used because the physician wanted to treat the native proximal sfa. Four cutting passes were made in the proximal sfa area, to a length of around 5cm. The next area started was about 5cm proximal to the stents. Physician passed cutter into the isr about 2cm. There was no resistance to this point. Tech went to part off and noted they could not get the device to stay in the off position. They realized that there was a stent strut caught. Physician thought they must have wired through a strut. A sergeon was called who took the patient to the or and performed a cutdown to retrieve (the device). Post surgical, runoff showed no perforations and patient had basically same flow as pre-procedure.